Event description:
It was reported that the device was explanted after an implant duration of approximately 1.9 months, due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Event description:
Through follow-up with the health-care provider, it was learned that the device was explanted due to endocarditis.

Manufacturer narrative:
Additional information: this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Through follow up with the health care provider, the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned.